Event description:
The patient was implanted with a vascular access graft. It was reported by the distributor that the vectra graft became blocked. For the purpose of declotting, the site was opened at the bottom of the loop. The grafts form was so worn that it was almost indiscernible. It was identified because some of the reinforcement fibers were recognized. A consideration was made that there was only a problem with the incision site. However, after opening a different portion to examine the graft the same observation was made. Due to this observation most of the graft at each anastomotic site was then removed.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.